Event description:
Distributor called about a device that was returned them from an end-user. In troubleshooting the complaint by phone it was discovered that the device was out of calibration. The defective device was replaced and returned for investigation.